Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the shock impedances of the related right ventricular (rv) lead were high and out of range at 179 ohms. Technical services were consulted and indicated that the lead trends show a gradual increase in shock impedances over the year, starting at 140 ohms. The presenting and stored electrograms show that the device is functioning as programmed. Further review is recommended. This device remains implanted and in service. No adverse patient effects were reported. Additional information was obtained from the field representative which indicated that the patient's shock impedance appears to have stabilized. The patient will continue being monitored.

Event description:
It was reported that a remote alert was triggered due to the shock impedances of the related right ventricular lead exhibiting high, out of range impedances of 179 ohms. Technical services were consulted and indicated that the lead trends show a gradual increase in shock impedances over the year, starting at 140 ohms. The presenting and stored electrograms show that the device is functioning as programmed. Further review is recommended. This device remains implanted and in service. No adverse patient effects were reported.